Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter displayed an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the error message first appeared ¿2 weeks¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes by taking: januvia (dosage unknown), 10 units of novorapid insulin and 35 units of levemir insulin per day. The patient denied making any changes to their normal diabetes management routine as a result of the alleged error message. 2 weeks after the product issue began the patient stated that they experienced symptoms of ¿shaky, nausea and blurry vision¿. The csr noted that as a result of these symptoms the patient did not require any form of treatment. At the time of troubleshooting the csr was unable to walk the patient through a retest as the patient did not have any testing supplies available. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.